Manufacturer narrative:
The subject device was returned to olympus for evaluation. During inspection and testing, the allegation was confirmed. The screen blacked out during up angulation, due to an issue with the distal end insertion unit. Also, there was no leakage. The device insertion tube and bending tube were normal. The contact pin of the scope connector was normal. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
A customer reported to olympus, the evis lucera elite bronchovideoscope displayed a black screen when angulated. The event occurred during preparation for use. The intended procedure was therapeutic with a bronchoscopic foreign body removal. There were no reported delays or patient harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. Based on the results of the investigation, it is likely the screen blackout during up angulation occurred due to breakage of the image sensor unit and its cable. However, a definitive root cause could not be determined. The following information is stated in the instructions for use (IFU): ¿3.8 inspection of the endoscopic system inspection of the endoscopic image¿ ¿-do not strike, hit, or drop the distal end, insertion tube, bending section, control section, universal cord, or endoscope connector of the endoscope. Also, do not bend, pull, or twist the distal end, insertion tube, bending section, control section, universal cord, or endoscope connector of the endoscope with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient.¿ olympus will continue to monitor field performance for this device.